Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed and the device failed the homechoice rite functional test and passed the homechoice rite electrical test. The reported burning smell was confirmed by visual inspection. Cause determined to be an overheated connection between the accomp pcb connector and the ac power harness connector. A service history review revealed no previous service events were related to the reported condition. The device was subsequently forwarded to service. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a burning smell while using the homechoice (hc) during therapy. The patient explained she encountered a burning smell. No further information was provided. No injury or medical intervention was reported.